Event description:
Device 1 of 2. Ref. MFR. Report #: 1627487-2014-05150. The pt has two, 3166 leads for off-label use (placed occipital). It was reported the pt is experiencing discomfort and inflammation at the lead site. An infection is suspected but has not been confirmed. As a result, the pt will undergo an exploratory surgical procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.